Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "textured implants". Additionally, healthcare professional reported left side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b7, d4, d9, h3, h4, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: -anxiety-product/procedure: unable to observe as it is not related to the manufacturing. Process. - rupture: observed opening assessed as fold flaw opening. As per the investigation procedure creases and non-penetrating nick were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.